Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4: batch # 140c92 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil slightly bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 140c92, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: please clarify what is meant by "device was bowing". The doctor said it was bowing meaning he thought there was a slight gap between the device jaws that increased after multiple firings. Was there any damage to the anvil jaw, cartridge jaw, or reload alignment slot? Only the "bowing" described above. Or was the stapler articulated unintentionally? No, not that I am aware of d9.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve while using a twelve trocar and gore seamguard the first time the device went through and fired without incident. The second time with a new reload the device would not go through the trocar. They switched to a fifteen trocar and it worked. While firing on thick tissue with a black reload the surgeon noted the device was 'bowing.' The case was completed with no patient consequences.